Manufacturer narrative:
The event date was approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat strictures on an unknown date. During the ercp procedure using the exalt model d scope, the patient's duodenum was perforated. The patient underwent surgery to treat the perforation, no further intervention was necessary. The ercp was not completed as a result of this event. The patient required hospitalization. The patient was reported to be fully recovered and discharged from the hospital. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.